Event description:
The user facility reported for an automated impella controller (aic) that during prep, there was a aic alarm "failure in purgesystem"; no cause to be determined and alarm resolved after a short time; about 35 hours later, aic alarms with "air in purgesystem"; the nurse said, that there was no "low filling purgefluid alarm" before. There was no report of patient harm or injury.

Manufacturer narrative:
The investigation for the reported purge issue has been completed. The product was returned, and the issue was confirmed. Imc logs show purge piston block during the case start. This triggers the purge system failure alarm (#417). The staff replaced the bad purge cassette with a new one and continued with the case without any more piston block errors. Once the pump is plugged in, we see a crc error from sau_sens_eep_1 when reading the eeprom structure "pump limits data". Once the pump motor is started, we see sau_motor_1 errors consistently. These errors point to the impellatronics board or its ribbon cable. Later we see an air in purge system alarm (#404) which clears itself. Logs show a forward purge tick but no gain in purge pressure. Soon after this alarm, the staff performs a purge bag change which deairs the purge system and clears the #404 error. About 14 hours later we get a low purge pressure alarm. Logs show that before the low pressure alarm, the purge pressure was actually going high while the purge flow was decreasing. This indicates biomaterial buildup at the pump end of purge line which is blocking the purge flow, hence increasing the purge pressure. Towards the end of the case, we see purge volume low alarms. This is calculated from the purge bag volume (entered during purge bag change) and time (since last bag change). It has nothing to do with the purge assembly. No purge failures were reproduced in field service. The console was tested with pump simulator and purge for over 24 hours without any issues. The impellatronics ribbon cable was inspected for any misalignment, kinks or discoloration. A kink was observed in the cable. Since the errors were not reproduced, it is possible the ribbon cable may have moved during shipping and fixed the misalignment. Per the results of the clinical review and investigation, the root cause was determined to be due to purge cassette failing to prime because of the blocked piston. This report is being filed as part of a retrospective review of historical records.